Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right ventricular (rv) lead exhibited oversensing of noise which resulted in pacing inhibition. The physician scheduled an explant procedure, and the rv lead was eventually explanted and replaced. The patient was in stable condition throughout.